Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the injector issue could not be determined. Olympus will continue to monitor field performance for this device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage.¿ additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
The customer reported to olympus that the single use injector was not injecting liquid properly into the target tissue. The issue occurred during the diagnostic procedure (colonoscopy), and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device has been returned and the evaluation is pending. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.